Manufacturer narrative:
Original contact with hosp revealed that device had cracked during use, but no piece had broken free and fallen into the pts body. Additional info was rec'd on 4/3/98 where the contact now states that a piece of the cannula had fallen into the pt but was retrieved. A20 minute delay resulted.

Event description:
During use in surgery, a cannula cracked. No piece broke off or fell into pt.